Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022. Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes were damaged; further described as "a pinhole in a solution line and that it was sucking air". This was observed during peritoneal dialysis, at the end of the second cycle. The patient stopped therapy as a result. There was no report of patient injury or medical intervention associated with this event. No additional information is available.